Manufacturer narrative:
Concomitantly, the patient underwent a bso; cystoscopy.

Manufacturer narrative:
The patient underwent the concurrent procedure of a hysterectomy during mesh implantation on (B)(6) 2005. It was reported that the patient underwent mesh removal on (B)(6) 2006.

Manufacturer narrative:
Date sent to the FDA: 09/08/2016.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 the obtryx transobturator mid-urethral sling system and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.